Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent radiculitis. The investigator noted the event as moderate in intensity. Pt underwent physical therapy, water aerobics, analgesics and medrol dose pak which completely alleviated their radiculitis. The outcome of the event resolved with treatment in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.